Event description:
It was reported that during a superion indirect decompression system implant procedure the physician decided to abort the procedure for unknown reason. The patient was noted to be recovering well post-operatively. The device was disposed of at the facility and was not returned.

Event description:
It was reported that during a superion indirect decompression system implant procedure the physician decided to abort the procedure for unknown reason. The patient was noted to be recovering well post-operatively. The device was disposed of at the facility and was not returned.